Manufacturer narrative:
A medtronic representative, following up with the site, reported that the surgeon in question knows the proper protocol for placing the tracker on the forehead. The medtronic representative notified the site that this was an off label topic. The tracker was placed this way on that day only and was not done previously in other surgeries or after this was brought up. This placement was used as a test by the surgeon for accuracy purposes and not by the medtronic representative. The medtronic representative explained proper protocol for the placement and the surgeon understood.

Manufacturer narrative:
On (B)(6) 2016, at time of the event, probable cause deemed the tracker was placed inaccurately. Resolution confirmed at time of call to medtronic technical services. On 08/29/2016 software investigation completed. Findings are that the tracker was placed on the patient's ear, thus not flat. No software anomaly found. Software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an axiom shunt procedure, the surgeon used a stingray tracker in the patient's ear. They achieved perfect registration and were accurate immediately following. After plugging in the stylet, the surgeon alleged a 2 millimeter inaccuracy occurred. In trouble-shooting, the tracker that was placed in the ear was not flat in the ear and tape was placed on it. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.